Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the intensive care unit (ICU) remote manager (rm) was not detected on bus and was not listed in hardware application. A field service engineer (fse) confirmed that the amber status light was on. The fse was unable to clear the error. So, the fse replaced the controller board. ICU remote manager hasp was also misaligned due to refrigerator door sagging. So, the fse repositioned the hasp. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed and unable recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.